Manufacturer narrative:
Per t:slim x2 user guide (with cgm integration): transmitter battery lasts approximately 90 days. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that intermittent loss of connection issues occurred between the transmitter and the pump, for over 15 minutes at a time. No additional patient information was available. A root cause could not be determined. Reportedly, the transmitter had been in use for approximately 3 months, and therefore tandem technical support instructed the customer to order a new transmitter.